Event description:
Patient contacted dexcom technical support to report that upon sensor removal, due to bleeding at insertion site, sensor wire remained inserted inside her skin. Patient reports she was able to remove sensor out of her skin with her own fingers. Medical intervention was not needed although patient reports that insertion site is bruised. At the time of her call to dexcom technical support, patient reports she was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.